Event description:
It was reported that the tip was arcing when sterilization processing department was testing them.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the failure can be due to: incorrect sterilization/reprocessing procedure, handling procedures, contact forces and/or, product used beyond defined useful life. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was arcing when sterilization processing department was testing them.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.